Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found no failure, as it passed the work order. Analysis of the battery 9733627 lead acid 24v 34w (lot #: 120604) found that the battery would not hold a charge. The returned battery was connected to a known good ups and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power the ups shut down almost immediately. The battery would not hold a charge. Product event summary #s7 battery not holding charge. Other relevant device(s) are: product ID: 9733627, serial/lot #: (B)(4), UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while completing a preventative maintenance (pm) on the system he discovered the system would power down when being unplugged from the wall after a few minutes. There was no patient present.